Event description:
Additional information received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), reported the device was able to be turned on, but the oor code was seen. The rep. Saw the patient on (B)(6) and interrogated the device which was when the oor message was seen. Once the device was interrogated the oor code resolved. Electrode and therapy impedances were in a normal range. The patient was able to turn the implant on/off with the programmer without receiving the oor code and all issues were resolved. The patient did not experience any symptoms related to the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who was called by a healthcare provider (hcp) in the surgical recovery room regarding a patient. The patient had a mastectomy and the hcp was having issues turning the implantable neurostimulator (ins) back on and had been seeing a doctor symbol. The rep. Reviewed information with the nurse and then advised them to have the patient call the rep when they got home and settled. The rep received a call from the patient¿s family member at a later day saying they were able to turn the ins back on. However, later in the day it was noted the doctor screen was seen again. It was reviewed with the rep that without knowing the message they couldn¿t speak to what the possible issue was, so the rep was going to call the patient back. The rep. Was concerned because they spoke with the surgeon who did the mastectomy who said they didn¿t know the cautery labeling and were up near the device using monopolar cautery. The rep. Was meeting with the patient on (B)(6) at noon (the patient was covid negative). No patient symptoms or further complications were anticipated.